Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1hzrl, implanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jun-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell ten days ago on their left buttock and has been feeling a constant vibration 24 hours per day. They noted that the lead is in the wrong place now (i.e. It moved), the vibration is painful because it is at a much higher amplitude than normal, and it is really annoying. Due to the constant vibration, they can't sleep noting that laying down and going to sleep is horrible. They noted that for the first 36-48 hours after the fall, they were in so much pain because they bruised their butt. Then they realized some of the pain was caused by the constant vibration. Prior to calling, the patient decreased amplitude to 0.0v on all programs and turned the ins off, but they still felt constant vibration after making adjustments. During the call, the call center confirmed that the ins was on, they were at 0.0v, and they were on program 4. They also reviewed that the lead being in the wrong location could potentially be the source of the painful/uncomfortable stimulation. As a result of what was reported, they were redirected to t heir healthcare provider (hcp). The call center emailed the field on the patient's behalf and advised the patient to call their hcp's office and have them call the national answering service if they don't hear back from a manufacture representative (rep) in the next couple of days. On (B)(6), rep said stimulation was experienced across the buttocks when the device has been shut off. The patient also complained of the pocket site feeling "hot". The environmental/external/patient factors that may have led or contributed to the issue was a fall in (B)(6) 2019 (information conflicts with what was previously reported) and the symptoms started approximately five weeks prior to their report. The diagnostics/troubleshooting performed included connecting to the ins with a clinician programmer (cp) to find it was in the "off" position. Impedances were checked and didn't show errors. As a result of what was reported, surgery for system removal is scheduled for (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: 703478813, analysis information (B)(6) 2020, 08:55:46 cst pli# 10, product ID: 3058 below is unedited. System generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID: 3889-28, lot#: va1hzrl, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that removal of device is scheduled on tuesday (B)(6) pending patients cardiac clearance. No further complication noted or anticipated

Manufacturer narrative:
Concomitant medical device: product ID: 3889-28, lot# va1hzrl, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the removal was performed on (B)(6). No further patient complications are anticipated or expected as a result of this event.